Event description:
It was reported that the system was "not working". Testing showed high impedance in all of the leads. During the revision surgery a new generator was attached to the existing leads and the pt could not feel any stimulation. The complete system was replaced. Further info is being requested from the hcp.

Manufacturer narrative:
.